Event description:
New information received noted the lead was capped and replaced on (B)(6) 2023.

Event description:
New information received confirmed the patient was in stable condition throughout the surgery performed to cap the lead.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise. Programming changes were implemented. The patient was in stable condition.